Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to a cut on the bending section cover and deformation of electric-connector, water tightness was lost. The adhesive on the bending section cover had a crack. The bending section had wear. The connecting tube had a scratch and a wrinkle. The image guide protector was damaged. The grip and plastic distal end cover had a scratch. The forceps channel port was shaved. The s-cover was deformed. The switch box had a dent. The right/left and up/down knob were dirty. The universal cord was sticky. Due to wear of angle wire, bending angle in up/down/left direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down and right/left knob was out of the standard value. Due to damage on the charge-coupled device unit, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, there was air/water leakage on the bending section cover of the duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted there was foreign material in the forceps elevator due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of foreign material in the forceps elevator due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely improper reprocessing at the facility was the cause of the suggested event. A definitive root cause cannot be identified. Instructions for use (IFU) (reprocessing manual) specifies the brushing method around the forceps elevator at ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿. IFU (reprocessing manual) specifies as below: ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.